Manufacturer narrative:
The device referenced in this report was returned for evaluation. During visual inspection, it was found a small particle that was stuck on the articulation sleeve. The reported image artifact was able to be reproduced during system test. A usacquitionhw_40_0 error message was also produced. A factory leakage test passed at all levels. During destructive analysis, it was found vnh#0~gnd net short (0.960 vdc). No cable short was confirmed and no gastro flex #0 short was confirmed. Traces of corrosion were observed. The likely root cause of the reported phenomenon was due to distal flex electrical short due to insufficient flex reliability which is related to design. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Event description:
It was reported that there was a transducer image problem described as interference that was noted while the doctor was scanning the patient during a cardiac/transesophageal echocardiography (tee) procedure. The doctor removed the transducer from the patient and reinserted a replacement transducer to complete the procedure. There was no patient adverse event reported. No additional information was provided.